Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6937a lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during implant the implantable cardioverter defibrillator (ICD) was unable to successfully defibrillate at maximum output during defibrillation threshold testing (dft). Another right ventricular (rv) lead was added four days after initial implant, however dft was still unsuccessful and external shocks were needed. The lead was explanted and replaced by a subcutaneous lead two days later. The device remains in use. No patient complications have been reported as a result of this event.